Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (wires exposed) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that the patient was experiencing a skin irritation on the back of her arm. The area was described as a burn-like mark. The patient reported that she had been treated. There is no evidence that the patient was treated. The download data, from the days surrounding of the alleged event, does not show any automatic events or flags indicating that a treatment or gel deployment occurred. Based on the available information, there is no indication of a treatment event. The patient's nurse reported that the irritation does look like a burn on the back of the patient's arm and that the facility has been treating the irritation with a triple antibiotic ointment and a bandaid. During a follow-up, the patient's nurse indicated that the irritation was healing. Additionally the patient reported that her electrode belt had damaged wires.